Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The reported adverse event was dislodged filling on my front teeth. Date of event: the event date is approximate. The consumer's contact address was not provided.

Event description:
The consumer reported that they were using the toothbrush and the filling on their front teeth was dislodged. No pain and other physical injury were reported.